Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they get "a fluttering in a certain spot" when driving their car to a store. The patient stated their implantable pulse generator (ipg) was "going crazy" and it made them feel "weird." The ipg remains in use. No further patient complications have been reported as a result of this event.